Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient started a new sensor and reported it ¿did not work¿. The patient was also wearing a tandem insulin pump and reported the pump was ¿buzzing¿ and had a clock icon on it, but she could not recall the alert message provided. She was no longer receiving cgm values and did not have a bg meter to use for monitoring. At an unspecified time later, the patient began vomiting and called emergency medical services (ems). Ems arrived and provided the patient with an unspecified medication to help with her vomiting and then transported her to the emergency room (ER). At the ER, the patient¿s bg meter reading was 480 mg/dl, and she was treated with an unspecified IV fluid. It was also noted that her tandem insulin pump was removed in the ER. The patient was admitted to the hospital overnight and was discharged the following day, on (B)(6) 2024. The patient was feeling better at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.